Event description:
It was reported the pt had not charged her ipg in months, and did not have stimulation. The pt was scheduled to meet with her physician regarding the issue. Attempts to determine the outcome of the issue have been unsuccessful.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.